Event description:
It was reported that the patient's pacemaker exhibited a high capture threshold, resulting in premature battery depletion. The pacemaker was successfully explanted and the patient remained stable.